Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the battery failed due to being expired. It was then replaced. The unit passed all functional and safety checks to factory specification.

Event description:
It was reported that the cs100 had battery failure during a rational examination. Device had short battery charging time. No patient involved.

Manufacturer narrative:
Another initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1(event site email), g3, g6, h2, h11.

Event description:
N/a.